Manufacturer narrative:
The subject device was returned to the olympus local service department. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) was informed that the air / water nozzle was deformed. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to the following causes. - the fibers of the cloth or paper towel used in the reprocess entered the air/water channel of the subject device. - the fiber clogged the air / water nozzle. Due to the deformation of the air / water nozzle, the fibers were not removed by the reprocess and remained in the air / water nozzle.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department, it was found that the air/water nozzle of the subject device was clogged with white and yellow fibrous foreign material. Other detailed information was not provided. There was no report of patient injury associated with the event.